Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose of 450 mg/dl. Customer treated with insulin shot. They changed the site and were able to reduce the blood glucose level. When the customer woke up the morning of the call, he was at 150 mg/dl but then went up to 400 mg/dl. Current blood glucose was 295 mg/dl but the sensor was reading 400 mg/dl. It was mentioned that sometimes the sensor readings are inaccurate and the customer would treat based on the sensor glucose causing his blood glucose to go high or low. Customer would be rotating the sensor insertion site.